Event description:
It was reported that during use the right ventricular (rv) lead coil exhibited high impedance. Rv lead remains in use, and replacement planned for a later date. No patient complications have been reported as a result of this event.